Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The sensor was replaced. The device was not returned for analysis. No further investigation can be performed.

Event description:
On (B)(6) 2018, senseonics was made aware of a situation where user experienced constant disconnections between transmitter and sensor.